Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting to retract, the shaft broke. No pt injuries or complications occurred.